Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 cgm and the ilet, resulting in signal loss to the ilet while the cgm continued to function. Symptoms included no adverse clinical effects and no hypoglycemia or hyperglycemia, with blood glucose reported as unaffected and no alerts or alarms. Outcomes included no injury and no hospitalization. Investigation included guided troubleshooting and education, including confirming bluetooth status, reviewing alert history, toggling dexcom g6/g7 settings, and restarting the ilet. Investigation of this case revealed that the cgm signal reestablished after troubleshooting, indicating a transient communication disruption without device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-level connectivity interruption consistent with normal bluetooth communication limitations.